Manufacturer narrative:
The device was returned to the manufacturer for evaluation. The quality investigation is ongoing. A follow up report will be filed when the investigation is complete.

Event description:
It was reported that the charger overheated during a procedure. There are no allegations of adverse consequences associated with this event. The charger does not come in contact with the surgical site or the sterile field.